Event description:
A malfunction alarm was reported by a distributor from france concerning a customer's pump, which displayed a malfunction code 16-0x20e6. There was no adverse impact to the customer's blood glucose level. The customer decided not to return the pump, and no further information or corrective actions were documented.